Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube and cleaned and regreased the high voltage cable connectors. The sys operates as intended.

Event description:
The customer reported the monitor suddenly went black. No pt injury was reported.